Event description:
It was reported that approximately 3 weeks prior to the report, the patient started experiencing a loss of stimulation while walking, which resumed after a certain time. Around the same time, an event occurred where the "output" was not saved on the implantable neurostimulator (ins) even though more than 3 minutes had passed after output adjustment using the patient programmer. On (B)(6) 2014, the patient was seen by their healthcare provider and an output setting was reprogrammed for each body position, with adaptive stimulation enabled. Two days later, each output was measured; and, although the patient experienced a loss of stimulation while walking, stimulation was on during those times. It was unclear if the issue resolved. Impedance measurements from attached telemetry strips indicated no out-of-range impedances. The patient was placed under ¿watchful waiting¿ and there were no health hazards to the patient. The patient met with their healthcare professional (hcp) again on (B)(6) 2015. The sudden loss of stimulation kept reoccurring frequently while the patient was in the same position and while driving. The patient had complained of continued malfunction. Once stimulation was lost, there were cases where the patient felt stimulation after 20-30 minutes and there were cases when stimulation was lost for hours. The ins was charged while the patient slept. The ins no longer fully charged in one night like it was previously. After the ins was fully charged, it drained in two days¿ time. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Following the previous report, review of the patient's data file indicated that the patient was recently able to charge overnight from about 25% to a little less than 100% with 8 coupling bars. Other recharge sessions that occurred overnight; however, indicated that the patient had 0 coupling bars when attempting to recharge. There were also days when the patient charged for only a couple of minutes. Additionally, the patient's recharge interval appeared to be normal. Based on the patient's settings, a recharge interval calculation indicated that from 100% to 0%, the implantable neurostimulator (ins) was supposed to last 2/3 days. Interrogation reports from the patient's last appointment had no observations and all impedances were within range. The patient also experienced the following symptoms over a two month period, from (B)(6) 2014 and rated them on a scale of (0-10): pain in the posterior surface of the left thigh area (3-8), pain in the anterior surface of the left thigh (4-7), pain in the dorsal surface of the left thigh (6), thigh pain (4), pain in the posterior surface of the right thigh (1-8), pain in the anterior surface of the right thigh (3-6), pain in the entire right thigh area (3-5), pain in the posterior surface of both thighs (4-6), back pain (6-8), lower back pain (6-8), pain in the left buttocks (6-8), pain in the right buttocks (6-8), pain in both buttocks (5-8), left foot numbness (8) and pain in the left lower abdomen (intense fluctuations). There was also some pain in the waist and hips. On some days, the pain in the patient's lower limbs was tolerable. On other days, the patient was in pain the whole day, stayed in bed the whole time, his ¿physical condition¿ was not very good and he didn¿t feel well. A ¿prominent¿ sense of fatigue was noted for one day. A sacroiliac joint block was performed a couple of times, and either alleviated the pain in the lower back but with no impact on the pain in the limbs or was completely ineffective. It was also noted that a sacroiliac "kidney block" was performed but was completely ineffective in releaving the patient¿s back pain. Pain in the left buttock was also ¿scraped due to long distance migration.¿ it was unclear what this meant. When the weather was bad, the patient did not feel good as far as their back pain was concerned, and wondered if the ¿intense¿ pain was related to the weather. The patient¿s settings were adjusted at several time points during this time frame. On one such occasion, as soon as the patient got into his car, he felt intense pain in his left abdominal region and broke into a cold sweat. It was reportedly ¿strange that the patient did not move his neck very much¿ on his way home. The patient¿s device was also turned off a few times during this period. Hospitalization was noted on (B)(6) 2014 for back pain, but ¿not much was known about the pain.¿ at the end of the two month period, the patient felt uneasy and afraid because he did not know when the pain would return. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).